Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event was received on 2018-04-06. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report (asr) that would have been due on the submission date of 2018-07-31. Information was subsequently received on 2018-06-08 and revealed the event no longer qualifies for asr and is therefore being submitted as a 30-day report if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the urgent care with a fever, an increase in pocket pain and swelling. Wound cultures and blood tests were (B)(6). It was also reported the patient developed an infection of the left side of the pocket. The patient was treated with oral and intravenous antibiotics and the implantable cardioverter defibrillator system was removed. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.